Event description:
General report rec'd of an unspecified number of undocumented incidents of device breakage; subsequently, blood loss was noted. The option-lok male adapters of the tubing sets were connected to clave ports of unspecified devices and were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that after the nurses disconnected the option-lok male adapters from the clave ports, it was noted that the tips of the male adapters had broken off in the clave ports and the clave ports remained open. It was reported "minimal" blood loss was noted. There were no reported adverse pt effects and no reported delays in therapies critical for these pts. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).